Manufacturer narrative:
The hill-rom technician found the brake caster was not holding in brake. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician adjusted brake caster and tightened to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not working (brakes not holding). The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4)4.